Event description:
It was reported that the customer had air bubbles in the reservoir. Customer's blood glucose level was 509 mg/dl. Customer declined high blood glucose troubleshooting. Customer was successfully able to push out air bubbles, reset fill cannula amount, and needs no further assistance. Customer stated that the approximate size of the air bubbles is one large air bubbles. Customer was advised to monitor. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).